Manufacturer narrative:
Although the reported kit pouch was discarded by the hospital, a supplier corrective action request has been sent to our pouch supplier. At the conclusion of the investigation and determination of the root cause, a follow-up medwatch will be submitted.

Event description:
Hospital reported that pouch of convenience kit has an open seal along the side of the pouch thereby compromising sterility. Sample was discarded by hospital. Kit was not used on a patient.